Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2007, the patient stated that she has been experiencing very low blood glucose for the past 3 months. She stated that she experiences at least 2-3 unexpected lows throughout the course of the day and she is beginning to lose weight. She stated her blood glucose has been low as 2 mmol/l (32 mg/dl) and she must consume 30-50 grams of carbohydrates to elevate her blood glucose to within her in normal range. The patient stated that she tries to keep her blood glucose within 4-6 mmol/l (72-108 mg/dl). She stated that her symptoms of low blood glucose are "an internal edgy feeling which builds with uneasiness, eventually getting dizzy and sweaty." Troubleshooting did not reveal any issues with patient's infusion device or accessories. Sample infusion sets with a shorter cannula length were sent to the patient. Upon follow up on four days later, the patient stated she had not yet used the sample infusion sets and she requested a follow up call the following month. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.